Manufacturer narrative:
Update 20 september 2018: pathogen unknown. Batch review performed on 09 october 2018. Lot 168300: (B)(4) items manufactured and released on 28 february 2017. Expiration date: 2022-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed two weeks after primary surgery due to signs of infection. The surgeon washed out the knee and swapped the poly.